Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2018-00737. This report is being submitted as additional information. Analysis of the submitted log file confirmed a pump stop event associated with a driveline disconnect. Additionally, the evaluation of heartmate ii lvas, serial number (B)(4) revealed a small thrombus formation surrounding the rotor¿s bearing ball. The submitted log file contained data from (B)(6) 2018. Power cable disconnect advisory alarms were active on (B)(6) 2018 at 8:36 am through 3:40 pm. The alarm events occurred on 14v batteries and were active because of battery fuel voltage signal loss relating to the black power cable. Analysis of the log file also revealed a pump stop event beginning on (B)(6) 2018 at 3:42 pm due to the driveline being disconnected. Prior to the driveline disconnect, the pump remained above the low-speed limit and appeared to be functioning as intended. The driveline was reconnected to a different controller and appeared to function as intended; however, the driveline was disconnected again after an hour of operation. (B)(4) was returned assembled with driveline intact. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow elbow, outflow graft, outflow graft bend relief, and bend relief collar were not returned. Examination of the blood tube/rotor inlet revealed a thrombus formation surrounding the rotor¿s bearing ball and cup. The laminated structure of this formation indicates that it developed over an undetermined period of time while (B)(4) was supporting the patient. A specific cause for the formation of this thrombus could not be determined. Also, a direct correlation between the thrombus formation and the reported event could not be conclusively established through this evaluation. According to the account, ICD interrogation revealed ventricular fibrillation arrest. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was found unresponsive at home with the percutaneous lead (driveline) not fully engaged to the system controller. The patient's spouse was able to insert the driveline into the system controller and the green run light appeared on the system controller. The patient was taken to the local hospital and expired. The hospital reviewed the system controller log files and reported multiple power cable disconnect alarms. The interrogation of the ICD revealed ventricular fibrillation. No further information was provided.